Manufacturer narrative:
This event was determined to be related to isifa2021-08-r.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cannula reducer involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and replicated the customer reported complaint of "the metal round tip came off from the reducer". The accessory was found to have a dislodged conductor. The conductor, measuring 0.440" x 0.560" was returned. No broken or missing pieces were observed. The conductor was reseated on the cannula and could easily be removed with little force. Upon visual inspection, there was no physical damage observed. Root cause is not established. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or video clip for the reducer tip that was retrieved was submitted for review. A review of instrument log could not be performed as accessories do no get tracked in logs. This complaint is deemed a reportable event due to the following conclusion: the metal round tip of the cannula reducer reportedly fell inside the patient and was retrieved with no additional surgical intervention required. However, unintended accessories falling into the patient may require surgical intervention. At this time, it is unknown what caused the tip of the reducer to fall into the patient. Although there was no patient injury reported, if the event were to recur, it could cause or contribute to an adverse event. If additional information related to this complaint is obtained, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the metal round tip of the cannula reducer fell into the patient. The tip was retrieved during the same procedure with a grasper. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. B1 updated from "product problem" to "adverse event and product problem". H1 updated from "malfunction" to "serious injury".